Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device, and the issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.